Event description:
Pt called back from number in phone 2 saying they were still getting settings not available. Pt said they had total knee replacement and tried having someone at the first hospital after the surgery call to request a rep, but was told they don't go to that hospital. Pt said they were now at a different hospital and would be for 2 more weeks. Pt said they charged the ins and tried to turn stim on, but still saw settings not available. Pss reviewed role of rep and provided nas number for hcp to call. Patient called back and repeated the information about "settings not available" coming up for the past about 3 weeks. Patient stated they've tried having a rep paged multiple times but keep being told their outside of the district. Patient stated they're in a lot of pain without the stimulation and from their knee surgery. Patient stated they will be at the hospital for a while, so they really need someone to come to them. Patient was recharging the implant at the time of the call and confirmed excellent recharging. Agent sent message to the field requesting assistance

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2022. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). The pt reported at first it seemed to work great after they had a rep work on it, but an hour later it was as if the wires had slipped or something. The pt does not know what steps will be taken. It was set so they could not feel it, but an hour later the vibration came back on, and in the wrong place again. The pt thought the issue was resolved, but they were wrong. It's as if the wires had a slip, but the pt reported they have not had any x-rays to see if it is out of place. Pt also reported they have fallen a few times. Pt did not allege the falls were due to the device/therapy. Weight was asked, but not answered.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was the pt would have their ins all charged up and when they would go to their highest therapy setting which was group c it would not work. Pt was not getting stimulation. Pt normally had it at 1.3 and when they would increase the intensity they got settings not available. Pt said group c program 1 was not working and had not for 4 days. Pt was given the  national answering service (nas) number and redirected to their healthcare provider (hcp) .